Event description:
It was reported that during the therapeutic procedure of placing a one step button device in a pt, the physician reported that the tube prematurely broke off completely from the rounded button dome when it was being pulled out through the pt's incision. The button dome portion of the device remained in the pt, and was subsequently removed from the pt with the aid of a snare. Another enteral feeding device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.